Event description:
It was reported that the patient's device exhibited premature battery depletion. No intervention was performed, and the patient's status was unknown. Additional information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-1001143, review of additional information indicates that the report is a duplicate and was handled in 2017865-2025-99650.